Event description:
It was reported that the patient presented with advanced multisegmental cervical stenosis, and cervical spondylotic myelopathy. The patient underwent a posterior cervical fusion c2 through c6 with corticocancellous allograft, locally obtained autograft and 8.4mg of rhbmp-2/acs, bilateral posterior cervical segmental instrumentation of c2-c6 and c2-c7 cervical laminectomy for decompression of the spinal cord. At an unknown time post-operatively the patient developed a deep posterior cervical compressive seroma and upper extremity weakness. The patient underwent an urgent incision and drainage of a large seroma which had developed posterior to the spinal cord and which was compressing the spinal cord. This was apparently the result of a vigorous inflammatory response to the bmp. The reporter's assessment of the seroma was that it was an bmp induced seroma. The seroma evacuation went well. The patient was having severe pain prior to the I<(>&<)>d, and the pain completely resolved immediately after the I<(>&<)>d surgery. The wound was drained "for some time" and the patient was discharged to a local rehab facility. The patient has additionally developed bilateral c5 and c6 post-operative palsies. The patient was given a prescription to participate in physical therapy/occupational therapy 5 ays a week. Neurodiagnostic studies have been performed. Reportedly, " there is nothing else that can be done proactively to grant neurological recovery."

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.